Manufacturer narrative:
Product is not returned yet to manufacturer. No examination was yet performed . The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter investigation still in progress. Conclusion is not available yet. Not returned yet to manufacturer.

Event description:
Mobi-c p&f us : disassembled before insertion. As described from reporter : in the process of attaching implant to the inserter the implant fell apart on back table. Scrub tech was turning thumb wheel to secure implant to inserter and the thumb wheel never tightened and continued to spine. Implant then disassembled. No impact on patient . No impact on surgery or delay notified. Surgery was completed with another device from same size. Additional information were requested to the reporter investigation in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Though it was reported that the product was available for evaluation, no product was returned to ldr medical. Therefore, no product evaluation could be performed. Several attempts were made to the reporter to collect additional information on this event. Yet, no additional information was received. From the information provided based on the event description, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the scrub tech kept threading the impaction knob on the implant inserter, causing the premature opening of the peek cartridge thus releasing the implant. It is stated in the surgical technique to take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant (step 9: implant assembly to the implant inserter). Moreover, visual control of contact can be confirmed using the window on the implant inserter. The word up, indicating the top of the device, becomes completely visible when the correct position is obtained (step 9: implant assembly to the implant inserter). However, regarding the lack of information provided, and the absence of product evaluation, this hypothesis cannot be validated. Root cause: unknown with the most likely hypothesis of mishandling during implant assembly to the implant holder. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Mobi-c p&f us: disassembled before insertion. As described from reporter: in the process of attaching implant to the inserter the implant fell apart on back table. Scrub tech was turning thumb wheel to secure implant to inserter and the thumb wheel never tightened and continued to spine. Implant then disassembled. No impact on patient. No impact on surgery or delay notified. Several attempts were made to collect additional informations on this case . No answer received from the reporter.